Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that there were some motor error alarms in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the stop current and run current tests. Unable to perform the self test, off no power, unexpected restart, displacement, prime, occlusion and no delivery alarm tests due to the motor error alarm. The pump had minor scratches on the display window.